Manufacturer narrative:
Camera images, collected by the analyzer in the time period from 02-feb-2023 until 10-feb-2023 showed that most of the samples show a film layer either floating on top or within the sample material. These are indicators of possible poor sample quality. Upon review of instrument data, several alarms or warnings related to film or foam on reagents were observed for the previous months. The field service engineer checked the analyzer and found that the black water tank reservoirs, reagent probes, and rinse stations were all in acceptable condition. The pre-wash stations were found to be slightly dirty. Based on the on-site investigation it was determined that the issue is consistent with too high of a daily sample throughput on the analyzer. Daily maintenance procedures are specified to be performed based on 6 hours of operation a day, 20 days a month. As it was found they were performing testing for 10 hours a day, the customer needs to increase maintenance cycle frequency.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the elecsys hcg + beta assay on a cobas 8000 e 801 module. Patient sample 1: on (B)(6) 2022, the sample initially resulted in an hcg + beta value of 0.837 miu/ml. The sample was repeated two times resulting in values of 120 miu/ml and 121 miu/ml. The initial questionable result was not reported outside of the laboratory. Patient sample 2: on (B)(6) 2022, the sample initially resulted in an hcg+beta value of 400 miu/ml. The sample was repeated two times on (B)(6) 2023, resulting in hcg+beta values of 10000 miu/ml and 15921 mlu/ml. The initial questionable result was reported outside of the laboratory. It was asked but it is unknown if both samples derive from the same patient. The hcg + beta reagent lot was 57427001 with an expiration date of 28-feb-2023.

Manufacturer narrative:
It was confirmed that the results were derived from different patient samples. Data was provided for one additional patient sample that had discrepant results when tested with the elecsys hcg + beta assay on a cobas 8000 e 801 module. On (B)(6) 2023, the sample initially resulted in an hcg + beta value of 2.24 miu/ml. The sample was repeated on (B)(6) 2023, resulting in a value of 339 miu/ml. The questionable result was reported outside of the laboratory.